Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the returned articles were investigated. The tips of both screw driver shafts are indeed broken. We assume that the instruments were positioned incorrectly during the procedure. Also excess mechanical forces during the attempt at screw removal could lead to the breakage of the position pins. We cannot however define the exact cause of failure. Technique guide 036.000.228 was referenced. Lot 3283620 was manufactured in october 2009 and lot 3363099 was manufactured in february 2010. A review of device history records show that both these lots were manufactured and released meeting all specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We suppose that a mechanical overload by applying too much lateral stress caused this breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that when attempting to torque off the outer gold section of the locking cap on a pre-existing screw from a previous operation, part of the tip of the driver shaft snapped off. Some of the tips of the drivers broke off when attempting to final tighten. No piece was retained in patient. The drivers broke off twice when attempting to final tighten. There was a 2 minute delay reported. This is report number 1 of 2 for (B)(4).